Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6) , and the reported cardiac decompensation, hypochromic microcytic anemia, and tarry stool could not be conclusively established through this evaluation. A specific cause for these events could also not be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital on suspicion of cardiac decompensation. The decompensation was reportedly not related. The lab indicated the patient had hypochromic microcytic anemia. There was no evidence of anemia prior to this event. The patient also had recurrent tarry stools but no bleeding could be detected in the gastroscopy and colonoscopy. The cause of the tarry stool could not be found. The patient received iron substitution IV, folic acid and vitamins. The patient was discharged on (B)(6) 2021. No additional information was provided.